Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigative update: 30 / august / 2021. Additional patient x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. One image is of very poor quality. The patient is noted to have had bi-lateral hip replacement. This report involves the right hip. It was not possible to confirm the reported stem loosening. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised for dislocation and instability. Update 17 aug 2018 com-(B)(4) has been re-opened under pc-(B)(4) due to receipt of ppf, implant records and sticker sheets. In addition to what were previously alleged, ppf alleges pseudotumor, constrained liner, bone fracture, abductor muscle repair, infection, and loosening of stem. Doi: (B)(6) 2013 (liner and head) - dor: (B)(6) 2014 (right hip). Doi: (B)(6) 2004 (cement, screws, cement restrictor, stem centralizer, apex hole eliminator, stem, and cup).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was found that no infection occurred during this revision.